Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. The product was explanted.

Event description:
Additional information was obtained stating that this patient was implanted with a new lead on the right internal jugular (ij) vein and was attached to this device which suggests an off-label use. There were no additional adverse effects reported. The product was later explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.